Event description:
Customer reported that their pump screen was not turning on. Blood glucose levels were noted to be between 54-500 mg/dl during the issue, suggesting no definitive adverse impact. Customer was instructed to switch to multiple daily injections for insulin delivery, and a replacement pump was arranged. Tandem technical support confirmed the shipping address and provided instructions for returning the faulty pump.